Event description:
It was reported that a healthcare provider raised concern about overnight hypoglycemia while the user was operating the ilet bionic pancreas, and review of device data indicated minimal lows overall with one low temporally associated with a single ¿more than dinner¿ meal announcement made without consistent meal entries. Symptoms included hypoglycemia. Outcomes included no long-term impairment and no need for medical intervention beyond routine self-management. Investigation included a review of available device data and user interaction history. Investigation of this case revealed user technique issues related to inconsistent meal announcements leading to inappropriate insulin dosing. It was concluded that the device functioned as designed and that the event was attributable to user technique; counseling on consistent meal announcement use would be required to mitigate recurrence.